Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the dso seal was ripped and bubbled. There was no patient involvement.

Manufacturer narrative:
H4 - device mfg date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was ripped and bubbled" was confirmed. Visual inspection found the dso seal and lens were damaged. The probable cause was dso seal degradation. The dso seal and lens were replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.